Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error (book image). The customer¿s blood glucose level was 7.4mmol/ l at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion, occlusion, force sensor, displacement or verify critical pump error due to blank display.